Manufacturer narrative:
The log file analysis revealed that - after a successfully provided pre-use check and obviously unremarkable first part of procedure, the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state and the user was able to complete the case; no patient consequences have occurred. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to (B)(4). The unit exhibited the same malfunction on the next day again but the log file analysis revealed that the device was in standby mode then. The suspected pcb has been replaced as a precautionary measure in follow up of the second event. The device passed all consecutive tests and was released for service on patients with no further problems reported since then.

Event description:
It was reported that during a case on (B)(6) 2016 and another case on (B)(6) 2016, automatic ventilation stopped working and the machine alarmed for 'gas mixer fail'. The cases were completed and there were no patient injuries reported. This report is being submitted to cover the first event. The log file analysis revealed that the second instance occurred when the device was in standby mode i.e. The second event was considered to be not reportable.